Manufacturer narrative:
The customer returned meter with serial number. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing.

Event description:
A customer reported receiving imprecise sequential readings on their blood glucose meter within 10 minutes. Results of 26.9 mmol/l, 10.3 mmol/l, 5.8 mmol/l, 13.9 mmol/l and 22 mmol/l were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.